Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was believed to be located in the middle cardiac vein (mcv) and was causing patient heart failure decompensation. The physician opted to place a new lead in a lateral branch. The lead was surgically abandoned. No additional adverse patient effects were reported.